Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/20/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. There was visible corrosion inside the battery compartment. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the audio bolus button was responsive during the investigation. Also unrelated to the initial complaint, it was observed that the keypad was torn at up arrow and the contrast button. The contrast button¿s contact was missing and the contrast button was unresponsive during the investigation. The keypad was removed to inspect under the contacts and there was no contamination found under the contacts. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored. A leak test was performed and failed due to the battery compartment leak and the bolus button leak. The pump was opened and there was no further evidence of moisture found internally. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).